Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling and insufficient reagent handling.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). No calibration influence was observed. The customer stated that controls were within range prior to sample measurement. A general reagent or analyzer problem was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The initial result did not match the patient's clinical diagnosis, so the sample was repeated. The sample initially resulted in an estradiol value of < 18.4 pmol/l with a data flag. The sample was repeated three times, resulting in values of 1030 pmol/l, 1064 pmol/l, and 1050 pmol/l. The customer reported the 1030 pmol/l value outside of the laboratory.